Event description:
It was reported that a device and reload was used during a thoracic surgery procedure the device stapled but the jaw would not open. The device was later removed and another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.